Manufacturer narrative:
Tandem clinical diabetes specialist met with the customer. The customer "kind of down played" the 5 unit bolus. The customer still did not know how the bolus happened but appeared to accept the explanation that a blood glucose of 160 mg/dl was entered and the bolus was delivered. The customer did not appear to be concerned about the pump at this time.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was initially reported that the pump had delivered a 5 unit bolus without the request from the customer and the pump did not let her know the bolus was being delivered. The customer's blood glucose (bg) level was 70 mg/dl. Tandem customer technical support (cts) reviewed the pump data and found that a bg value of 160 mg/dl had been entered and the pump suggested a bolus amount of 0 units and a current insulin on board as 1.02 units. The data showed a manual bolus entry of 5 units that was successfully delivered. The data showed the pump was functioning as intended. The customer denied entering the 160 mg/dl bg or manually delivering a bolus of 5 units. However, after a tandem clinical diabetes specialist (cds) reviewed the event with the customer, the cds reported that the customer was no longer alleging that the pump delivered the 5 unit bolus. The customer agreed that she must have unintentionally delivered the bolus herself.